Event description:
On (B)(6) 2012, the sales representative contacted lifescan (lfs) in (B)(4), alleging a onetouch verio iq meter was displaying an error 5 message. The sales representative did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the sales representative. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the lfs product caused or contributed to a serious injury. The sales representative did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the patient returned test strip with lot#3209252. The test strips were evaluated by pa and the primary complaint was not confirmed; however, a secondary issue was noted where an error 4 was observed during control solution testing. The test strips involved with this complaint have been returned however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.